Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple drawers were failed to open and not detected on bus. The customer reported there was an issue occurred when user trying to issue medication to patient and delay in medication dispensing to the patient. The medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple drawers were failed to open and not detected on bus. The customer reported there was an issue occurred when user trying to issue medication to patient and delay in medication dispensing to the patient. The medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer checked the cables and comm sled was replaced. Found error on drawer 2.2 then replaced sensors and solenoid. The system functioned as intended after the field service engineer repaired the device.